Event description:
It was reported that the patient experienced dyspnea. It was noted that the implantable cardiac monitor (icm) appeared to be occasionally oversensing and seeing noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.